Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned adhered to a piece of white tape. Solution and adhesive are dried on the lens. The optic is cut in multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The root cause for the reported patient dissatisfaction could not be determined. The specific issue with the lens was not provided. A malfunction has not been indicated. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient was unhappy with the vision. The iol was exchanged for a different model of the same power. Additional information was provided indicating that per the doctor the lens was defective. The patient is very unhappy with near vision. The patient issues have resolved. The patient's vision is improved.